Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen via an implanted pump. It was reported that the patient had their pump implanted in february and now the pump was exposed, so the healthcare provider planned to take it out. Additional information was received on august 11, 2025, from a healthcare provider via a company representative who reported that the pump was explanted, and the patient was on an oral dose. It was noted that the healthcare provider was asked multiple times, but did not provide the patient/device information.